Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same event as MFR report #: 2134265-2009-04022. It was reported that during an unspecified procedure, burr withdrawal difficulties were encountered. The >70% stenosed lesion being treated was located in the first bend of the severely calcified right coronary artery (rca). The physician advanced the floppy rotawire guide wire. Following successful ablation with a 1.5mm and 1.75mm burr, the physician advanced the 2.0mm rotalink plus burr. During ablation, the burr became stuck in the calcification and could not be removed. The physician then inserted an unspecified wire past the burr, inserted an apex balloon and by inflating the apex balloon the physician was able to remove the burr and wire. The pt experienced no symptoms during the withdrawal attempt. The procedure was completed with this device, and pt's status was reported as 'fine'.